Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3889-33, lot# v508731, implanted: (B)(6) 2010, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported that the patient had poor communication and the poor communication screen was seen on the programmer. The patient tried connecting both with and without the antenna and still had poor communication. The patient was reportedly able to turn off the device 2 weeks prior. A replacement programmer was sent to the patient, but she was still unable to connect even with the replacement programmer. The patient had a loss of therapeutic effect and symptom return. She did not feel stimulation and also reported a gradual onset urinary tract infection. The therapy had not been effective for her since implant, but it did reduce the amount of utis. The patient was going to see her doctor as the implantable neurostimulator battery may need to be replaced. No interventions or outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the health care professional (hcp) reported that an interrogation was attempted. They could not communicate and the battery was dead at end-of-life (eol). The patient was being scheduled for a device replacement. If additional information is received, a follow-up report will be sent.